Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, infection, and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, infection (unknown onset), and seroma.

Event description:
Patient reported via regulatory agency right side ¿severe mastitis¿, ¿seroma formation¿, ¿rippled implant¿, ¿edges can be felt¿, ¿hot and tense breast¿, ¿diagnosis baker IV¿, ¿severe to very severe breast pain¿, ¿sensation of a foreign body¿, ¿radiation of the pain under the sternum in the back; the rhomboid muscle has been constantly irritated ever since.¿, ¿partial burning in the breast¿, ¿severe sensitivity to touch, radiating out to the right arm¿, ¿a strong support bra must be worn continuously¿, ¿severe pain in the right armpit¿, and ¿sensation of tension as well as strong sensation of pressure, as if the armpit were tied with a rope¿. Patient also reported via regulatory agency ¿numbness of the right arm and right hand¿, ¿muscle pain in the arm and hand¿, ¿sleeping in the supine position is painful, can no longer lie on the stomach¿; these are not device related. Device remains implanted.